Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". Concomitant products included calcium since 2008, medroxyprogesterone acetate (depo provera) and vitamin d nos (vitamin d) since 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"), seizure ("nuero. Condit/problems/ seizures"), transient ischaemic attack ("transient ischemic attack / transient pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), female sexual dysfunction ("apareunia"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal. Infection"), vaginal discharge ("vaginal. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), mood swings ("unstable mood"), irritability ("irritability"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), hypertension ("high blood pressure"), anaemia ("anemia") and procedural haemorrhage ("complications or problems that occurred at the time of essure placement procedure:could not get into the left side because of the bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the pelvic pain, genital haemorrhage, rheumatoid arthritis, seizure, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, female sexual dysfunction, fibromyalgia, fatigue, alopecia, tooth disorder, headache, nausea, weight increased and mood swings had resolved and the transient ischaemic attack, urinary tract disorder, vaginal infection, vaginal discharge, irritability, vaginal haemorrhage, depression, hypertension, anaemia and procedural haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, depression, dysmenorrhoea, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hypertension, irritability, menorrhagia, metrorrhagia, mood swings, nausea, pelvic pain, procedural haemorrhage, rheumatoid arthritis, seizure, tooth disorder, transient ischaemic attack, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), general abnormal bleeding, fibromyalgia and rheumatoid arthritis urinary problems, vaginal. Infection and vaginal discharge. Discrepancy noted in essure removal. Plaintiff reported that coil could not be placed in left side because of bleeding so they placed coils on the right side and she continued to take the depo provera for birth control. Plaintiff reported that she had not removed essure and she had scheduled hysterectomy for bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: plaintiff fact sheet received. Events added from pfs- irritability, abnormal bleeding (vaginal), , blood or heart disorder/condition type: high blood pressure, anemia, transient ischemic attack. Concomitant drug, reporter information, aka name were added. Event hormonal changes updated to unstable mood. Event psych injury updated to depression. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)'), rheumatoid arthritis ('rheumatoid arthritis') and seizure ('nuero. Condit/problems/ seizures') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), seizure (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), female sexual dysfunction ("apareunia"), fibromyalgia ("fibromyalgia"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal. Infection"), vaginal discharge ("vaginal. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, rheumatoid arthritis, seizure, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, female sexual dysfunction, fibromyalgia, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea and weight increased had resolved and the psychological trauma, urinary tract disorder, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, rheumatoid arthritis, seizure, tooth disorder, urinary tract disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding, fibromyalgia and rheumatoid arthritis urinary problems, vaginal. Infection and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- case become incident. Event injury nos was replaced with new events added- pelvic pain, abdominal pain, dysmenorrhea, apareunia, menorrhagia, metrorrhagia, fibromyalgia, rheumatoid arthritis, urinary problems, vaginal. Infection, vaginal. Discharge, fatigue, hair loss, dental problems. ,hormonal changes, headaches, nausea, seizures, patient did not underwent essure confirmation test and weight gain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.